Manufacturer narrative:
A.4 added as it was inadvertently omitted from the initial report that was submitted. B.1 add selection as it was inadvertently omitted from the initial report that was submitted. B.2 required intervention was entered incorrectly on the initial report that was submitted. A new selection was added. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned for investigation. The device history review was completed and the device passed all post sterile inspection checks. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: no product was returned. Suction and placement suction low alarms were present along with verified placement. After reviewing logs, suction alarms and trend in placement signal was observed. The cause of pump suction cannot be determined since insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced arrhythmias and pump suction and placement alarms. Proper pump placement was verified via echo. Later, the patient was successfully weaned from the pump and survived.